Event description:
Reporter indicated that a vns patient could not be interrogated. The patient is asymptomatic. All attempts to obtain more information from the reporter have been unsuccessful to date. All attempts to the implanting hospital, requesting product information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.